Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (47 mg/dl). Customer consumed carbohydrates to stabilize his blood glucose level.